Event description:
The customer reports that the pt jacket does not refresh after selecting a pt from the worklist. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).